Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the first firing during a sigmoidectomy was completed with the powered handle successfully. The status indicator lights were illuminated normally. On the second firing, the surgeon started the firing normally but the device stopped firing after 50mm. The surgeon pushed the blue button with tapping and then pushed the silver button to release the patient tissue. The product problem caused additional tissue resection and tissue damage. Surgical time was not extended. To complete the procedure, another reload was used successfully. The new reload was fired using the same powered handle near the oral side of the original staple line and the firing was completed successfully. The patient status is no problem.